Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. As a result, the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with an elevated blood glucose (bg) level, bg value not provided, and life-threatening level of ketones present. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg and ketones. Customer was discharged from the hospital the following day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.